Event description:
It was reported the pump did not last as long as it was supposed to. The pump stopped early. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Concomitant: product ID 8703w, lot# l44104, implanted: (B)(6) 1997, product type catheter. (B)(4).